Event description:
The customer contacted beckman coulter inc. (Bec) to report obtaining discrepant estradiol results that crossed the clinical categories on one patient. The result was generated on the unicel dxi 600 access immunoassay system. The results were not reported out of the laboratory; hence no death, injury, and/or change to patient treatment were reported. However, since the customer did not provide additional information, it is unknown which result on the table is correct. Sample collection or centrifugation data was not supplied. The last system check passed within specifications. The customer states that qc level 1 has increased precision of 44%cv. Level 3 qc shows 11% cv.

Manufacturer narrative:
The root cause is undetermined to date with the data supplied. Beckman requested the samples to be returned to customer product line support east for investigation. Other text: service not dispatched.